Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, a scratched lens, and a worn dso seal. The device's event history log found the upstream sensor was turned on. Functional testing was conducted. Upon review, the reported problem was duplicated. It was determined that the most probable cause is the uso sensor. The uso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3 unknown, d3, g1,g2 email is: (B)(6).

Event description:
It was reported the device exhibited an upstream occlusion error during infusion. No adverse patient effects were reported by the customer.